Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure (batch no. 654835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy (tecfidera) and uterine bleeding. Concurrent conditions included night sweats, mood change, vaginal odor, menometrorrhagia, oral pain, mental distress, multiple sclerosis and menstrual cramps. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celebrex), chlorzoxazone (chlorzoxazone), dichloralphenazone; isometheptene mucate; paracetamol (midrin), fluoxetine hydrochloride (prozac), gabapentin, hydrocodone bitartrate; paracetamol (vicodin), lorazepam, naproxen sodium (aleve) and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 11 days after insertion of essure. On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial), laparoscopic supracervical hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia and headache had resolved and the dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones confirming migraines headaches vaginal bleeding, increased pain and cramping events which are same in pfs & mr.¿ most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received: case became valid. Event injury was replaced with events : abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, dyspareunia (painful sexual intercourse), abdominal pain was added. Outcome was updated. Medical history and concomitant drug was added. Lab data was added. Lot number was added. Reporter and reporter information was added. Case became incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 33-year-old female patient who had essure (batch no. 654835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy (tecfidera) and uterine bleeding. Concurrent conditions included night sweats, mood change, vaginal odor, menometrorrhagia, oral pain, mental distress, multiple sclerosis and menstrual cramps. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celebrex), chlorzoxazone (chlorzoxazon), fluoxetine hydrochloride (prozac), gabapentin, hydrocodone bitartrate;paracetamol (vicodin), lorazepam, naproxen sodium (aleve), oral contraceptive nos and tropicamide (midrin m). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 11 days after insertion of essure. On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial), laparoscopic supracervical hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia and headache had resolved and the dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones confirming migraines headaches vaginal bleeding, increased pain and cramping events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.